Manufacturer narrative:
Aso evaluated device for adhesion properties and reviewed records of biocompatibility test as well as screening for latex proteins on materials used to manufacture the same type of products. While every attempt is made to develop a product that meets all users' needs, there is always a possibility that some consumers may be sensitive to certain adhesives, materials, foods and medicines that can potentially cause irritation to the skin.

Event description:
Consumer reported that she had an allergic reaction to the product and that it felt like the product was not latex free. Consumer reported that she had sought medical attention on (B)(6) 2016 when she returned samples of product and information requested.